Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, inside the patient, the burr was stuck. The procedure was completed using another of the same device. There were no complications, and patient was stable after the procedure. It was further reported that the burr was stuck outside the body.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6) university.e1-initial reporter phone: (B)(6).

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, inside the patient, the burr was stuck. The procedure was completed using another of the same device. There were no complications, and patient was stable after the procedure.